Event description:
Customer reported having the meter set to the incorrect unit of measurement. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.